Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Complaints text (B)(6) 2018, 15:21:43, erp_rfc_user related svn (B)(4). Complaints text (B)(6) 2018, 15:21:31, (B)(4) I contacted the customer mother to further discuss the post received by medtronic but I was only able to leave a voicemail and provided the contact information for the medtronic helpline. The medtronic helpline solutions team will make an additional attempt to contact the customer at a later time. Please offer hbg t/s and update svn notes.